Manufacturer narrative:
The insulin pumps was received with critical pump error open book image and pump error 35 due to corrosion on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. No moisture damage was found on the keypad assembly however, moisture damage was found on the motor and force sensor during visual inspection. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 126 mg/dl at the time of incident. Troubleshooting found that the customer can see water behind the lcd screen and the customer went swimming with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.